Event description:
The customer reported receiving erratic and lower than they felt readings of 27 mg/dl and 105 mg/dl on their adc meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported experiencing unspecified symptoms, but refused to provide any additional information with regards to the medical event. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available.